Event description:
Trend cylinders will not lock to hold cylinders out of trend.

Manufacturer narrative:
Account found that the trend cylinders were defective, he replaced the trend cylinders to correct this issue.